Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer was given karo syrup to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer suffered some brain damage after the low incident. Troubleshooting was not completed as the customer declined. The customer reported that the pump had physical damage on the battery compartment. The insulin pump will be returned for analysis.